Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm was noted. The device was also received with minor scratches on the display window, a cracked case at display window corner, cracked battery tube threads, and a cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. Customer's blood glucose was 122 mg/dl. No significant events leading to the alarm were recalled, but it was stated customer rolled on the insulin pump frequently at night. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.